Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During priming of the device for a cardiopulmonary bypass procedure, it was reported by the user that there was a slope error during calibration. Subsequently, alternate device was deployed. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.